Event description:
It was reported at 1342, the clinician noted that the cetuximab bag was not dripping. This happened reportedly while the patient was in the bathroom. The drip chamber was then "observed for a full minute" and noticed that nothing is dripping from the bag and the pump was not beeping. The light on top of the pump module was green and patient's peripheral IV "remains patent." There were no kinks noted from the line, including the tubing inside the pump module. The clinician exchange the pump module to another and resumed the cetuximab infusion. Due to the issue, cetuximab infusion ran over an extra hour. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that on (B)(6) 2023 at 1342, the patient called the nurse and reported that "cetuximab bag was not dripping." This happened reportedly while the patient was in the bathroom. The drip chamber was then "observed for a full minute" and noticed that nothing is dripping from the bag and the pump was not beeping. The light on top of the pump module was green and patient's peripheral IV "remains patent." There were no kinks noted from the line, including the tubing inside the pump module. The clinician exchange the pump module to another and resumed the cetuximab infusion. Due to the issue, cetuximab infusion ran over an extra hour. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.